Manufacturer narrative:
The item number and lot number of the device could not be provided, so no manufacturing evaluation could not be performed. There is no device being returned, so no engineering evaluation could be performed. The images could not be provided, so no imaging evaluation could be performed. Therefore, the cause of the reported events can not be determined. Intended use / indications state, the gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery lesions with reference vessel diameters ranging from 4.0 ¿ 7.5 mm. The gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in iliac artery lesions with reference vessel diameters ranging from 4.0 ¿ 12 mm. W. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa and the antecubital fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis.

Event description:
The following publication was reviewed: "acute liver failure and infarction complicating tips placement" received through "radiology case reports 14 ( 2019 ) 876 ¿ 879". The authors: guo-ping liu, md, mei-ying zhang, md, rui xu, phd, cheng-jian sun, md. The results stated a case of acute liver failure with hepatic infarction after transjugular intrahepatic portosystemic shunt (tips). Access to the right branch of the portal vein was gained at the first pass guided by the pigtail catheter, and a shunt was created with 2 overlapping stents (bare stent: 8 mm ×10 cm bard e-luminexx; covered stent: 8 mm ×5 cm gore viabahn). One day after tips, his alanine aminotransferase and aspartate aminotransferase levels increased to 1214 u/l and 1511 u/l, respectively. Two days after tips, they peaked at alanine aminotransferase 8389 u/l and aspartate aminotransferase > 7500 u/l, respectively. An emergent stent occlusion was performed on the second day. Portography showed that there were no portal vein branches or parenchymal stains on the edge of the right liver lobe. A CT scan demonstrated diffuse hepatic parenchyma, homogeneous hypodense lesion, and bilateral pleural effusion. The patient died of liver failure and multiple organ dysfunction syndrome 6 hours after the stent occlusion.